Manufacturer narrative:
(B)(4).

Event description:
Procedure type: chemosite insertion. According to the reporter: the customer reports that during surgery to fit a portacath (port implant) in the right clavicle of the pt (obese - female), the needle came off the thread at the first point of suture which was supposed to be used as an anchor point. The surgeon looked for the needle first by hand then scopy but the needle could not be retrieved.